Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-560 mg/dl) and a bolus was delivered to address the high bg. The pump supplies were changed multiple times. The customer was unsure of the cause of the high bg; however, thought that it may be related to the flu. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site. Upon follow-up, the customer reported that the bg level had started to decline and did not require further assistance.